Manufacturer narrative:
Date of event was estimated based on aware date as the event date was not provided. Pro code (product code): obj, itx.

Event description:
It was reported that device detachment occurred. The opticross oc35 peripheral imaging catheter was advanced for ultrasound examination of the target lesion. As the catheter was being used, the outer shaft separated. The case was able to be completed but the imaging was blurry. There was no harm to the patient.

Event description:
It was reported that device detachment occurred. The opticross oc35 peripheral imaging catheter was advanced for ultrasound examination of the target lesion. As the catheter was being used, the outer shaft separated. The case was able to be completed but the imaging was blurry. There was no harm to the patient.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was not provided. Device evaluated by manufacturer: the product was returned for analysis. A kink was observed in the telescope assembly. The sheath was observed detached near the strain release section. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage.